Manufacturer narrative:
Phone number: (B)(6). One medfusion pump was received with a cracked top case by the corners, the bottom case was cracked by the ac retainer threads, the gasket was damaged and the right plunger case was cracked. The event history log was reviewed and there was a force sensor background test message in the history. An occlusion test was performed, the force sensor was also checked and tested. The "force sensor background test" was unable to be duplicated during the occlusion test. The force sensor values were in specification, 0= .022 lb, 5= 5.02 lb, 15= 14.41 lb. The force sensor cable looked pinched and have caused an intermittent error. The issue was user induced as the force sensor cable was damaged during disassembly or reassembly of the plunger head. The force sensor was replaced. The plunger cable was also replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a broken force sensor. The issue was identified during a performance inspection and there was no patient involvement.